Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
(B)(4) (rep): information was received a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had right abdominal pain post-operatively after the placement of a 2 x 8 surgical paddle lead. Dorsal root irritation during surgical paddle lead placement was the suspected cause. It was stated that the pain was unresponsive to steroids (decadron). An x-ray confirmed that the lead did not migrate (2 x 8 lead was placed at the midline). The surgical paddle lead was removed and replaced with a percutaneous lead (vectris) on (B)(6) 2017. It was stated that the issue was not resolved at the time of the report. Surgical intervention did occur and the healthcare provider (hcp) has no further information. The event occurred on (B)(6) 2017. The lead will not be returned as the customer discarded it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-27 from the manufacturer representative reporting that the removal of the surgical paddle lead did not resolve the right abdominal pain. Steroids and time resolved the pain and it was confirmed that the pain was resolved.